Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported receiving unspecified low adc device readings in comparison to an unknown meter. It is unknown whether they noted a trend arrow on the device. The customer experienced symptoms described as ¿felt glucose to high¿, nausea, and was unable to self-treat. The customer was then taken to the hospital where a laboratory glucose value of 282 mg/dl was measured and subsequently a healthcare professional (hcp) provided 5 units of unspecified insulin as well as zofran was given for the diagnosis of diabetic ketoacidosis (dka). It was noted that the customer remained in the hospital from (B)(6) 2025 and discharged (B)(6) 2025. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section b3 ( date of event ) was updated. This also serves as a correction report. Section b3 ( date of event ) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported receiving unspecified low adc device readings in comparison to an unknown meter. It is unknown whether they noted a trend arrow on the device. The customer experienced symptoms described as ¿felt glucose to high¿, nausea, and was unable to self-treat. The customer was then taken to the hospital where a laboratory glucose value of 282 mg/dl was measured and subsequently a healthcare professional (hcp) provided 5 units of unspecified insulin as well as zofran was given for the diagnosis of diabetic ketoacidosis (dka). It was noted that the customer remained in the hospital from 01-sep-25 and discharged 03-sep-25. There was no report of death or permanent impairment associated with this event.